Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the broken probe was likely caused by a stress problem. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the thunderbeat probe was broken at 16.06 mm from its distal end, and the broken probe tip was inspected. There was no patient involvement.